Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1300 mg/dl, atrial fibrillation, pneumonia, and diabetic ketoacidosis. Reportedly, customer had covid-19, and food poisoning which possibly contributed to the event; however, ultimately, the cause of elevated bg was unknown. Pneumonia was reportedly a result of the treatment for bg level. Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 1/15/22 with the issue resolved and no permanent damage.